Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that the patient underwent pelviscopy, extensive lysis of adhesions and excision of vaginal mesh on (B)(6) 2011 due to chronic pain and exposed mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient has died. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, dyspareunia and rectal bleeding. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2011 due to pain and adhesions by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.